Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered after filling with total parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 6/29/2020 - 6/30/2020. Five (5) unopened samples were received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. Unaided eye visual inspection was done under normal room conditions and no defect could be observed of all samples. Functional testing was performed using tap water which observed a leak at the spike port bonding area of the middle port on sample one (1) only. No leak was observed on the other four (4) samples. The reported condition was verified on sample one (1) and not on the other four (4) samples. The cause of the leak could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process which caused an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.